Event description:
Customer's husband reported blood glucose results of 281 mg/dl and 83 mg/dl within 10 minutes, 83 mg/dl and 217 mg/dl within 10 minutes, 217 and 67 mg/dl within 10 minutes, all on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.